Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicate that the patient sustained 1st to 2nd degree burns. Hydrocortisone cream applied to patient per physician's order and patient sent home with hydrocortisone cream to use at home.

Manufacturer narrative:
The pro-padz radiolucent electrodes were not returned to zoll for evaluation. However, the customer provided visual data of the electrode pads. A review of the provided data does show indications of burn marks. The burn marks appear to be caused by poor coupling between the patient and electrode pads. Burns are most common when coupling between the electrodes and patients skin is not ideal. The instructions for use provide specific instructions on electrode coupling and warns about skin burns (poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burn). No trend is associated with reports of this type.